Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle popped off. It was used as a running suture which became a problem when the needle popped off. It was reported that the font on the boxes doesn¿t look like ours. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information was requested, and the following was obtained: -when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient - was there any adverse consequence associated with the patient? No. - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. - please provide the lot number: tabbxca0. - was the device used on a patient? If so, was there any patient consequence? Yes and no patient consequence. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Two possible batch numbers are reported as follows: batch rpbclpa0 mfg date: 12.17.2021 expiration date: 05.31.2027. Batch tabbxca0 mfg date: unknown. Expiration date: 6.30.2028. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Investigation summary==> the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received four unopened samples that pertain to the product code j496h/ lot # rpbclpa0. In order to evaluate the condition of the returned samples, the packets were examined and no defects were found . The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the product involved is lot # tabbxca0 and samples were available for return. We received samples of lot # rpbclpa0. Were these samples returned in error? Please explain. What is the correct lot # involved? Are more samples being returned for evaluation?

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 photo analysis summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows one open box with the lot number tabbxca0. In addition, the qr barcode was readable with the scanner with a result of (B)(4), the last eight digits match the batch number. The lot number was entered into the database and the results were found to be in accordance with the process specifications and the lot number was manufactured by ethicon, deviation was confirmed. Ethicon products were not distributed by authorized affiliates. As part of our quality process, the manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals will be conducted through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device j496h; tabbxca0 number, and no non-conformances were identified. J496h manufacturing date: 10.jan.2023 expiration date: 30.jun.2028.